Event description:
Customer's wife reported that customer received a motor error alarm. Call was disconnected, therefore troubleshooting could not be performed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.